Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far field r wave oversensing of the atrial channel was observed on the pacemaker. Programming changes were made and the oversensing was resolved. There were no reported patient consequences.